Event description:
A complainant reported that a patient was on impella cp support. While on support, there was arterial splashing and bleeding. Femostop was applied. Several attempts were made to remove the femostop without success, and continued active bleeding in the groin when femostop was removed. Later, femostop was changed to pressure bandage. Severe hematoma and pronounced maceration in the right groin area was noted. Site was rinsed and cleaned with polyhexanide and then treated with sterile compresses and lavanid gel. Plans were made to transfuse packed red blood cells (prbc) in case of further drop. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Corrections to the initial MFR report:d4-UDI number.